Event description:
Report received from baxter states two incidents of overinfusion occurred during patient use. Report states "infusion completed 5 and 6 hours earlier than 24". The devices contained the following: device #1-50mg morphine, 60mg nibutil bromide hyoscine, 30mg metoclopramide (primperan), 5mg haloperidol, 100mg ranitidine, 6mg midazolan and ns for a total fill volume of 50ml. Device #2-120mg morphine, 60mg nbutil bromide hyoscine, 5mg haloperidol, 100mg ranitidine. Report indicates the access site was patients' chest and infusion was adminstered subcutaneously. Reporter indicates "no patient impact" as a result of the reported condition.